Manufacturer narrative:
The report of a system failure was confirmed. Physical inspection noted the device to be in good condition. Review of the pcu error log identified an 800.8000.0 (general os failure) that was recorded on 07jul2020 at 11:28 am. Analysis of the pcu event log showed that prior to the system failure, pump module s/n (B)(6) was selected and programmed for blood products (drug ID 53) at a rate of 50 ml/hr and vtbi 15 ml. The pump then alarmed for ¿flow stop open,¿ followed by the user starting the infusion. The log recorded the infusion as complete when the system error occurred. Testing: the returned system was powered on. Utilizing the pcu event log the user¿s programming steps were replicated. An infusion of blood products (drug ID 53) was programmed. Prior to the start of the infusion a ¿safety clamp open¿ alarm was induced by lifting the door latch. The door latch was immediately closed, and the infusion was started in rapid succession. The pump started infusing; however, the pcu displayed the infusing pump in an idle state. The infusion completed and the pump alarmed, displaying ¿communication error¿. The pcu displayed ¿system error¿ code 255-16-275. The root cause of the system failure message was identified as a software anomaly. The software anomaly is initiated when the user addresses a ¿safety clamp open¿ alarm and then starts the infusion in rapid succession. The alarm occurs when a state change occurs, such as a completed infusion. Device history: review of the source pcu s/n (B)(6) service history record showed the device was manufactured on 01/10/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/28/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure were opened for the source device.

Event description:
It was reported that ten minutes into infusion of an unspecified fluid, the pcu provided system failure message and indicated to turn the device off. Two pump modules were connected to the pcu and it was plugged in to power source at the time of the event. Per hospital's biomedical engineer, no battery or power cord issues were found. There was no patient impact. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per previous discussion, (B)(6) does not provide patient demographics.

Event description:
It was reported that ten minutes into infusion of an unspecified fluid, the pcu provided system failure message and indicated to turn the device off. Two pump modules were connected to the pcu and it was plugged in to power source at the time of the event. Per hospital's biomedical engineer, no battery or power cord issues were found. There was no patient impact. Although requested, additional information was not provided.